Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, break and stress problems is a possible cause of the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited several malfunctions. The bending tube had broken off. The control body was rusted internally, and the angulation rod and fe-lever were stuck and the angulation could not be adjusted. There was no patient involvement.